Event description:
It was reported that during a follow up, externalized conductors were seen via fluoroscopy. No electrical anomalies were noted. The lead will be extracted.

Event description:
New information received notes that the lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned for analysis. External insulation abrasion was noted at 8.5-9.5cm from the lead tip. The etfe coating was intact at this location.